Event description:
It was reported the patient presented to the emergency room due to receiving inappropriate shocks. Interrogation revealed the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to incorrect interpretation of supraventricular tachycardia (svt) signals. No changes or intervention was performed. The patient was in stable condition.